Manufacturer narrative:
Product complaint #: (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article?

Event description:
It was reported in journal article title: totally laparoscopic right colectomy versus laparoscopically assisted right colectomy: a propensity score analysis. Author: alberto biondi, pietro santocchi, francesco pennestri`, francesco santullo, domenico d¿ugo, roberto persiani. Citation: surg endosc. 2017; 31: 5275¿5282. Doi: 10.1007/s00464-017-5601-2. The aim of this study was to compare short- and long-term outcomes of totally laparoscopic right colectomy (tlrc) and laparoscopically assisted right colectomy (larc), using propensity score matching (psm) analysis. This was a retrospective analysis of 116 patients who underwent laparoscopic right colectomy between january 2006 and july 2016. Of which, 54 patients under tlrc group (31 male and 23 female patients; age range: 24 to 86 years old; bmi: 18 to 42) and 62 patients under the larc group (30 male and 32 female patients; age range: 38 to 89 years old; bmi: 20 to 35). During the surgical procedure in the tlrc group, ileal and colic resections were performed intracorporeally using the echelon flex endopath 60-mm stapler (ethicon). In the tlrc group, reported complications included ileus (n-1), wound infection (n-2), extra-intestinal bleeding (n-1), incisional hernia (n-1), and small bowel obstruction (n-1). Totally laparoscopic resections with intracorporeal anastomosis have become common practice in the surgery of the left colon, sigmoid colon and rectum because laparoscopic anastomoses are performed, as in open surgery, with the use of circular staplers. The results of this study remark the non-inferiority of the totally laparoscopic technique compared to the most widely performed laparoscopically assisted technique, and outlines benefits of performing intracorporeal anastomoses in right colon laparoscopic surgery.

Manufacturer narrative:
Product complaint # (B)(4). Type of reportable event. MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. Dear sir, I don¿t believe that any of the complication mentioned in the article entitled ¿totally laparoscopic right colectomy versus laparoscopically assisted right colectomy: a propensity score analysis¿ was associated with the use of the ethicon device (echelon flex endopath 60-mm stapler).